Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached close to the site location. The site location was on her belly and the pump was on the leg in a band. The infusion sets were stored in a closet in the house, not exposed to high temperatures or humidity and the pump was not dropped. The patient does not remember whether there was any stress or pulling on the tubing, as she was not doing anything special. Further, she does not know how the detachment had happened. No further information available.